Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Concomitant medical products: product ID neu_leadholder, product type: accessory. Product ID neu_stylet_acc, product type: accessory.

Event description:
A health care provider (hcp) reported via a manufacturer representative that they had an issue with the depth stop during implant. When fixing the depth stop to the lead, the screw broken and the hcp could not loose the depth stop. The issue resulted in a prolonged surgery. A new lead was used and the issue was resolved.

Manufacturer narrative:
Analysis of the lead found no anomaly. Analysis of the lead holder found the holder was broken. The depth stop screw broke off in the lead holder. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.